Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-sep-2015, fse arrived at the site to address the reported event. Inspection of the device revealed an "x1 flag not aligned". Fse adjusted the x1 flag on the loader and replaced the broken door latch on the cart door. He was subsequently able to run the rack rotation test with no errors. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2015, the customer reported sample rack jam/step feed failure with their a1a-900 analyzer. The customer had incorrectly positioned the rack resulting in the failure. They attempted to troubleshoot by powering down and reseating the pusher; however, the issue persisted. Technical support instructed the customer to perform "all set home" and eject the racks, then perform the sampler rotation test, but the issue persisted. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.